Manufacturer narrative:
The actual event date was not provided; this date is based on the date of publication of the article. It was not possible to match this event with a previously reported event. (B)(4).

Event description:
Rivera, d., khurana, s.r., mena, j. Poster 270 baclofen overdose following missed diagnosis of intrathecal catheter tip occlusion: a case report. Physical medicine and rehabilitation. 2012. 4(10). Summary: this report refers to a (B)(6) female patient whose spasticity had been managed with intrathecal baclofen (manufacturer unknown) presents to the spasticity clinic for routine pump refill. The dose had been increased consistently over the past due to poor spasticity control. The leftover baclofen volume was noted to be almost the same as what was placed on the previous visit. The patient was taken to the procedure room for pump dye and roller studies. During the dye study, after an unusual amount of initial resistance, the contrast solution was visualized exiting the catheter tip into the intrathecal space. The roller study was found to be normal. The pump was then re-programmed at the most recent rate. The evening after the procedure the patient began experiencing lightheadedness and somnolence. Upon evaluation at the emergency room (ER) patient was found to be hypotensive and flaccid. She was thought to be suffering from baclofen overdose so the pump's reservoir was immediately evacuated. After resolution of her symptoms the pump was refilled and programmed at a lower dose. She was seen at the clinic 1 week afterward with better-controlled spasticity and no signs of baclofen overdose or withdrawal. The outcome of baclofen overdose was reported as recovery and condition improving for rest of the events. The author concluded that the idea of a catheter-tip associated mass was not entertained until after the resolution of the apparent mechanical problem. However, this problem should be considered in all patients receiving intrathecal baclofen presenting with a relatively rapid increase in dose requirement and persistent high residuals. These patients might deserve more specific investigation, such as MRI or CT myelogram to confirm the associated abnormality. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.